Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis/thrombosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial in 2009, the pt underwent stenting of the pre-dilated mid rca with two xience v stents. One month later, the pt developed chest pain for 30 min. The pt presented to the ER and an EKG revealed st elevation and acute inferior myocardial infarction. Cardiac enzymes were elevated. Functional ischemia study was positive. Clopidogrel was discontinued or changed. The pt was taken emergently to the cath lab. Angiographic results revealed an occluded rca with apparent clot along the area of the stents. This was treated with intracoronary integrilin and IV heparin as well as aspiration thrombectomy. Ptca was also performed. The pt was taken back to the cath lab the following day for a f/u heart cath. At that time, a repeat ptca was performed with a larger balloon along the distal and proximal portion of the stents. The appearance of the rca was improved and stable. The condition is continuing. The pt was discharged three days later. There is no add'l info available.

Manufacturer narrative:
The other xience v stent is being reported under the same MFR#.